Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parents reported via phone call that the insulin pump alarmed pump error. The customer¿s blood glucose value was unknown at the time of incident. Troubleshooting was done. The customer unable to rewind the insulin pump. The customer advised to discontinue use of pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no current anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.